Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that review of a remote transmission showed the right atrial (ra) lead exhibiting intermittent undersensing, and the r-wave measurement trend for the right ventricular (rv) lead shows fluctuation. It was noted that safety pacing was observed on current electrograms (egm). Both leads remain in use. No patient complications have been reported as a result of this event.